Manufacturer narrative:
Concomitant medical products: vamf3030c100tu, stent graft, implanted: (B)(6) 2018; etcf3232c49e, stent graft, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for low pacing impedance on the left ventricular (lv) lead. The particular vector for which the alert triggered was not the currently programmed vector. The currently programmed vector exhibited normal impedance values. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.